Manufacturer narrative:
The suspect battery charger was returned to the manufacturer for evaluation. Electrical over-stress was confirmed on the charger. Confirmed an electrical based failure mode.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that there was a beeping sound coming from the ias component of the o-arm. An error message was reported to have appeared on the pendant of the imaging system. Visual damages were noticed on both the x-ray batteries and the x-ray charger board. The representative reported that they replaced the batteries and charger board. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries and charger board have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was unable to perform x-rays, 3d spins and rad/gain calibrations when prompted by the user. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. Though navigation and medtronic imaging were aborted, there was no impact on patient outcome.